Event description:
Customer's parent called to report the top of the reservoir came off when the trainer was twisting of the transfer guard. It was stated that the reservoir and the infusion set were replaced.